Event description:
A 3.5 x15 mm prescribed multilink stents (2) removed from MFR's balloon and crimped one at a time on another MFR's balloon. First stent deployed in rt coronary artery w/out difficulty. Second stent deployed in rt coronary artery, balloon deploying stent would not deflate. Pt. To urgent coronary artery by pass graft surgery no blood flow antegrade in right coronary artery.